Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device's pressure gauge was not working. Patient involvement is unknown.

Manufacturer narrative:
One device was received for investigation. No physical damage was found on the device. The device was functionally tested. The patient press gauge did not function when back pressure was applied. The reported complaint is confirmed. The patient press gauge was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.